Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an under infusion was not confirmed during the review of the log or during laboratory testing. Laboratory test results showed that during syringe module volume detection accuracy, the syringe module was observed to be within +1-2% of the actual volume per bd design requirements, the volume read is within the baseline requirements for syringe volume accuracy. Alaris system maintenance results indicate that that the syringe module is performing as designed and passes all accuracy measurements. A bd 20ml syringe with a volume of 12ml was loaded into the incident syringe module. A basic test infusion was programmed with a rate of 8ml/hr and volume to be infused (vtbi) = 8ml as observed during the review of the syringe module event log the infusion completed successfully as expected after an hour (60 minute) infusion. On (B)(6) 2024 at 4'53:12 am, the syringe module was powered on attached based on the review of the syringe event log, at 4.53 22 am, a bd 20ml syringe was detected and confirmed by the user with a volume of 12.6028ml. An infusion was programmed with a rate of 8ml/hr, a volume to be infused (vtbi) of 8ml and started at4:53'31 am. At 5 53'37 am, the infusion completed. At 5' 55.36 am, syringe module was channeled off review of the syringe module error log showed no errors were recorded on the reported event date. The syringe and syringe module administration set were not returned for investigation; therefore, they could not be inspection and testing. The alaris system user manual v12.1.2 notes that to decrease potential startup delays, delivery inaccuracies, and delayed generation of occlusion alarms each time a new syringe is loaded: use smallest syringe size possible (for example, if infusing 2 3 ml of fluid, use a 3 ml syringe). Program the flow rate equal to or above the minimum recommended flow rate for the syringe. The device was in use for treatment purposes as intended per 21 cfr 820 198(d)(2). Note to repair center. The device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components root cause: the root cause of the report of an under infusion was not determined. The incident device was fully evaluated based on the provided details, and no issues or anomalies were observed regarding the reported issue.

Event description:
It was reported that the syringe pump infused 4.5mls of the medication even though it was programed to infuse a volume of 8mls. The clinician finished the infusion on a different pump. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the syringe pump infused 4.5mls of the medication even though it was programed to infuse a volume of 8mls. The clinician finished the infusion on a different pump. There was patient involvement but no harm.